Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
During troubleshooting for the machine still displaying low battery, the home patient (hp) stated the machine was showing low drain volume alarm. The hp stated he was filled with air. The technical service representative (tsr) asked hp how he knew he was filled with air, the hp stated that the machine filled him with air and he sees it coming out. The tsr asked hp if there was air bubbles in the patient line, the hp stated no. The tsr explained there may be an issue with the transfer set and recommended that he contact the nurse. The tsr helped hp end therapy and machine will be swapped. There was patient involvement but no injury or medical intervention reported. A follow up was done via phone call. The registered nurse (rn) stated the hp told her he had gas. The machine was swapped and the hp has had no other issued this his machine or therapy.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).